Manufacturer narrative:
Date sent to FDA: 8/8/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent revision surgery on an unknown date in 2018. It was reported that the patient experienced chronic pain. No additional information was provided.